Event description:
It was reported that the patients ipg was not holding a charge and would overheat while charging. The patient underwent an ipg replacement procedure wherein a non-rechargeable and MRI compatible device was implanted.